Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted, upon completion of the investigation.

Event description:
This customer reported that they saw an unusual type artifact on a holter monitor report that they had not seen before. There was no impact to the pt.